Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, there was no telemetry and the device could not be programmed. Dashes (---) were noted for several parameters. Return to standard brought the device to vvi mode, but the dashes remained.